Manufacturer narrative:
Medtronic evaluated the device and observed intermittent operation. The device operating software was reloaded and the malfunction did not recur. The main board was replaced to address the noted discrepancy. Root cause for the reported event was not determined. The device was returned to the customer.

Event description:
As reported to medtronic, crew responded to a medical call for an unresponsive patient. When the crew arrived on scene, the patient was not breathing and had no pulse. When the device was turned on the crew noted the device indicated call for service and was inoperative. The crew continued resuscitation efforts until the als crew arrived on scene. The patient was transferred to the als defibrillator, the patient was resuscitated.